Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5148882. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. However, our quality engineer states that this complaint it is related to a known manufacturing issue. CAPA (B)(4) was previously opened to addresses the quality issue in this complaint (introducer peel incorrect/won¿t peel). The lot # 5148882 addressed in this complaint was manufactured under the same conditions and within the same timeframe during which we determined that a specific production issued occurred.

Event description:
It was reported that a 26 g (1.9 fr) x 1.9 cm bd introsyte-n precision introducer was used to place a PICC line in a patient. The device did not peel apart correctly. The device and the PICC line were removed and a new PICC line was placed.